Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the issue could not be reproduced. A successful system checkout was performed which verified that the issue had been resolved. Additional training was also provided to the site regarding operational methods of the imaging system.

Event description:
A medtronic representative reported that reported that while demoing the imaging system functionality to the site, the mobile view station (mvs) and image acquisition system (ias) were connected and fully booted, but the pendant suddenly showed "initializing system, please wait" and the motion status was a red x. The rep rebooted the system, and the system prompted that a motion calibration was needed. After doing this, the system functioned properly for the rest of its use during that session. No patient was present during the time of the reported incident.

Manufacturer narrative:
The software investigation of the returned software log files found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.